Event description:
Event description cpi received information that this transvenous defibrillation lead showed an open lead error during test shock done by the pulse generator. No pacing and no impedence were found at the distal coil of the lead. The decision was made to implant a new lead. New lead resulted in normal values.